Manufacturer narrative:
The complaint cannula is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the opt944 nasal cannulae were coming apart after about a week of use and that this had happened about four to five times. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: one complaint opt944 cannula was returned to fisher & paykel healthcare and was visually inspected. Results: visual inspection of the returned cannula revealed that the tubing was detached from the swivel connector. The tubing was stretched at the manifold. The swivel was found to be operational. Conclusion: the observed damage to the complaint cannula is most likely the result of pulling on the cannula tubing with undue force. We were informed that the patient had tried to remove the cannula at one stage. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: -ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. Our optiflow production team has been notified of this failure. They have carried out an internal investigation of the manufacturing process and production staff have received additional training to ensure they are following the correct assembly procedure.

Event description:
A hospital in (B)(6) reported that the opt944 nasal cannulae were coming apart after about a week of use and that this had happened about four to five times. No patient consequence was reported.